Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased calcium result generated on the architect c8000 analyzer on one patient. Results provided: (B)(6) 2019= 2.3 mg/dl / repeated same sample: (B)(6) on (B)(6) 2019 = 9.6 mg/dl. (Normal range: 8.5-10.5 mg/dl) there was no impact to patient management reported.

Manufacturer narrative:
It was discovered on october 18, 2019 that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 1628664-2019-00676 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number.

Manufacturer narrative:
No customer returns were available for evaluation. A review of ticket trending for architect calcium reagent product lot number (61157un18) did identify one additional complaint that was similar to this issue. In that case, no deficiency was identified. The trend review by the product list number found no trends related to this issue. Worldwide field data was reviewed to evaluate the historical performance of lot 61157un18. The patient median result for the lot was comparable with all other lots in the field and within established limits, confirming no systemic issue. Labeling was reviewed and found to adequately address the issue under review. No product deficiency was identified.